Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips moved properly. The instrument attached to and removed from the arm without any issues on multiple attempts. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the vessel sealer extend had strange movement. The user was completing the procedure as planned using a backup vessel sealer extend with no further issue reported. No known impact or patient consequence was reported.